Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, recurrent bladder infections, dyspareunia, fraying, scarring and possible vaginal shrinkage, and she has undergone medical procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure, recurrent bladder infections, dyspareunia, fraying, scarring and possible vaginal shrinkage. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, and frequency. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that patient underwent mesh revision and hysterectomy on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding and incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.